Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient weight: (B)(6) kilograms. (B)(4). The subject device is not expected to be returned to the synthes manufacturer for evaluation. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history record review was performed for the subject device lot. Manufacturer: synthes (B)(4). Date of manufacture: nov 4, 2015. Expiration date: sep 30, 2025. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. Sterility documentation was reviewed and determined to be conforming. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent removal of a broken trochanteric fixation nail advanced (tfna) on (B)(6) 2017 due to nonunion and broken implant. The patient was originally implanted with the tfna, a spiral blade, and 5.0mm titanium locking screw on (B)(6) 2016 to repair a femur fracture. On an unknown date postoperatively, the tfna broke. On (B)(6) 2017, the patient was returned to the operating room where the surgeon removed all of the implanted hardware, without issue, and revised the patient to a synthes 120 degree angled blade plate and four ( 4) 4.5mm cortex screws. The surgery was successfully completed with no surgical delay reported. Concomitant devices reported: spiral blade (part number 04.038.100, lot number 9970000, quantity (B)(4)), 5.0mm titanium locking screw (part number unknown, lot number unknown, quantity (B)(4)). This report is 1 of 1 for (B)(4).